Event description:
During service of the device for an unrelated issue, it was discovered that the device's high pressure alarm was non-functional due to physical damage to the pressure switch. The pressure switch was replaced to correct the problem. Device was not in use by a pt at the time of the discovered issue. It appears that the pressure switch failed because of inappropriate reassembly during outside service of the unit.